Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the jet tube and bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the connecting tube had a scratch, and the air/water and suction cylinder had no color. Due to a scratch on plastic distal end cover, the insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.